Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump received critical pump error alarm. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to confirm critical pump error(open book image) alarm noted during testing due to display anomaly.